Manufacturer narrative:
Patient identifier: not available due to hospital policy. Age & date of birth: not available due to hospital policy. Patient sex: not available due to hospital policy. Weight: not available due to hospital policy. Ethnicity: not available due to hospital policy. Race: not available due to hospital policy. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after a 9 fr procedure sheath was used, the angio-seal device involved was used for hemostasis, which was successfully achieved. About one week later, a 1.5 cm hematoma was noted at the puncture site and an ultrasound examination confirmed a pseudoaneurysm. The patient was followed up, but the pseudoaneurysm gradually became larger. As the patient needed to start rehabilitation, the pseudoaneurysm was surgically treated on may 20. The physician wonders if there were any other ways other than the surgical treatment. The physician used the 9fr sheath, knowing that it is contraindicated. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The patient recovered. The blood loss was less than 250cc's. The patient was not injured, however surgical intervention was required due to the event. There were no other devices or equipment used with the reported product. The patient status after the event was recovering.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed since there were post deployment complications. Per the provided information, a 9fr sheath was used before deploying a 8fr angio-seal device to close the artery which is against the indication of the device use. The incorrect sheath size selection may have also contributed to the reported event that was observed. The likely cause of the reported event could be related the user error. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).